Event description:
It was reported that the pt was found dead in his bed the day after having a pump refill on (B)(6) 2011 at 6:00pm. During the refill, there was no change in the drug or drug concentration; the pump was refilled to 40l. The pt was cremated and the physician involved with the refill did not know if an autopsy was performed. The physician took a photo of the refill needle and noted to problems with the needle or the refill procedure. There were no problems discovered with the clinician programmer and it was stated that the pump would not be returned for analysis. The drugs in the pump at the time of the event were morphine 9.5mg/ml delivered at 6.7516mg/day and catapressan 7.5mcg/ml delivered at 5.3302mcg/day. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the clinician programmer revealed no anomalies. The device was tested twice on the automated system and passed all tests. The start-up sequence was checked several times with the memory card inserted, the memory card was checked with a card reader, and the touch screen was cleaned and calibrated. There were no visual or electrical anomalies observed; the device conformed to specs and was ready for use.